Event description:
The event is reported as: the customer alleges that the catheter was inserted without issue. However, when injecting the dose as a test, the anesthetic leaked through a hole at the distal tip of the catheter. The catheter was removed and another catheter placed without issue. No clinical consequence to the patient.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.